Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1611 showed nine other similar product complaint(s) from this lot number.

Event description:
It was reported per received medwatch "met excessive resistance while inserting the powerglide causing the patient increased pain. Resistance felt during insertion was not normal and was excessive. The insertion was completed and the catheter remained patent in the patient."